Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, intermittent no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller states hcp office notified that patient is having trouble with controller but did not specify what the issue was. Caller has not reached out to patient and was notified a few weeks ago. The caller was not with the patient. Caller requested a call back from ps. Additional information was received from a patient. It was reported that they went up to the office and their manufacturer representative (rep), told them to call in as their controller was giving them an error. Pt stated that they could take the battery pack out of the controller to reset the controller and that the error message would go away, however the error message would then come back. The error message was not displaying during the call and the pt couldn't recall exactly what the error message said; pt confirmed that the error message would only appear when recharging their ins; pt stated that the screen said system error and to call mdt; pt stated that there was maybe something with an e in the message, however they were not sure. Pt attempted to recharge their ins during the call in attempt to recreate the issue, however the ins was recharging excellent and the error message did not appear. The pt was asked if the recharger (rtm) relay box, cord or paddle were getting hot while they were recharging their ins and pt stated yes. An email was sent to the repair department to replace the rtm. When asked for the event date, the pt could not recall when the issue first started. No symptoms were reported.